Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Still pending is the manufactured date and the expiration date. Therefore, a supplemental report will be submitted to update expiration date and manufactured date. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter and the catheter could not deflect to specification. The deflection was inadequate. A second catheter was used to complete the procedure and there was no report of patient injury or harm. The issue of inadequate deflection is not a reportable event. The complaint product was returned to biosense webster inc.¿s (bwi) failure analysis lab (fal) for evaluation. During evaluation on 6/13/2018, the fal found reddish residue inside the clear pebax sleeve. There was a hole at the pebax at approx 0.6 cm from distal tip. Peek housing is cracked at transitional area approx 1.6 cm from distal tip. Internal parts are not exposed. There is damage on the shaft at approx 3 cm from distal tip¿ have been reviewed. A hole on the pebax is considered a reportable malfunction. The peak housing being cracked and the damage observed on the catheter chaft are not reportable malfunctions. This event was originally considered nonreportable, however, bwi became aware of a reportable malfunction on 06/13/2018 and has reassessed this complaint as reportable.

Manufacturer narrative:
On 6/27/2018, the device history record (DHR) was reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. The manufactured date and expiration date have been provided. Therefore, expiration date and device manufacture date have been populated. Manufacturer's ref # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter and the catheter could not deflect to specification. Additionally, a hole on the pebax was identified during functional testing and this is considered a reportable malfunction. Product evaluation details: the device was inspected and reddish material and a hole was observed inside the pebax and the peek housing was found cracked. A deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x-ray machine and the t-bar was found slid down causing the improper deflection condition. A scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The peek housing cracked is related to the t-bar sliding down issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the pebax damage cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. The root cause of the t-bar slippage cannot be determined, however, an internal corrective action has been opened to investigate the issue of the t-bar sliding down. Manufacturer¿s ref # (B)(4).